Manufacturer narrative:
The ocd rep provided cts with a summary of the complaint and images off of the provue and vision. Upon inspection of the images provided, disturbance of the cell button were noted with the vision results but none off of the original and repeat testing of the provue. The data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern yielding a weak positive result against both donors in question.

Event description:
The ortho provue resulted a false negative reaction for cell#4 and cell#7 (homozygous for c antigen) to the 0.8% resolve panel a with a sample known to contain anti-c in the plasma and 1+ in manual gel. No erroneous results were reported. (B)(4).